Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a test battery pack.